Event description:
A customer contacted beckman coulter inc. (Bci) in regards to two erroneously elevated accutni result within the risk stratification range generated by the access 2 immunoassay analyzer for one patient. The samples were repeated on another unit and lower results were obtained. The erroneous result was not reported out of the laboratory. Patient treatment was not impacted by this event.

Manufacturer narrative:
The samples are li heparin plasma with a gel barrier, which were centrifuged for 3-4 minutes in the stat spin. Qc was within the customers established ranges pre and post the event. On (B)(4) 2010 and (B)(4) 2010 the customer performed system check and it was within instrument specifications. A bci field service engineer (fse) performed system check and a hs system check and both met published specifications. No hardware issues were found. A clear root cause can not be determined for this event.